Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the large suture cut needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the large suturecut needle driver instrument cable was broken. A backup instrument of the same kind was used to complete the procedure with no patient harm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a frayed grip cable at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional observation(s) not related to the reported complaint included: the instrument was found to have blade damage at the tip and middle of the blade. Both blade edges were indented. The cutting edge did not have corrosion that would have contributed to the blade damage. The complaint was confirmed by failure analysis.